Event description:
It was reported that the patient presented in clinic with their pacemaker in backup vvi mode. The device was explanted and replaced as the physician observed that the patient presented some breaks. Patient was stable before and during the procedure. No further information regarding patient condition post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was triggered due to a slow watchdog event. In addition, code corruption was discovered in the product code. The device was tested on the bench and the watchdog trigger was reproduced by simulating the code corruption. No information regarding electromagnetic interference was received from the field to indicate the cause of the original code corruption.